Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.10e. Retainer ring = black. Customer complained broken battery compartment. Unit perform visual inspection and pump received with broken battery tube threads, cracked case behind the pump near the battery tube compartment, missing display window cover, cracked select button keypad overlay and broken belt clip rails. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage on the broken battery tube threads. Unit passed required testing.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.